Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of reservoir lip was broken. The customer¿s blood glucose level was 360 mg/dl. The customer reported that the insulin pump received that the insulin pump received pump error alarms and the customer was able to rewind the insulin pump. The customer performed self test and it passed. The customer reported that the reservoir was locking in place however the customer reported it might not last for long. The customer declined troubleshooting for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed self test. No unexpected the critical block and inverse critical block did not add to zero error or the motor arm cannot communicate with the main arm alarms during testing, however, device the critical block and inverse critical block did not add to zero alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Device received with missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, broken reservoir tube lip, partially broken retainer, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.